Manufacturer narrative:
On 26-mar-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - persistent procedure that involved two thermocool® smart touch® sf bi-directional navigation catheters that both had irrigation issues. During the operation, the electrophysiology catheter presented an irrigation problem (charring was observed on the tip and the distal irrigation holes were not delivering properly). This resulted in a change of catheter and a 5-minute increase in operating time (lot: 31465027l). Subsequently, the second catheter (lot: 31493035l) presented the same irrigation defect, but did not require replacement, as the procedure was completed at that point. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31493035l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contain the following recommendations: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - persistent procedure that involved two thermocool® smart touch® sf bi-directional navigation catheters that both had irrigation issues. During the operation, the electrophysiology catheter presented an irrigation problem (charring was observed on the tip and the distal irrigation holes were not delivering properly). This resulted in a change of catheter and a 5-minute increase in operating time (lot: 31465027l). Subsequently, the second catheter (lot: 31493035l) presented the same irrigation defect, but did not require replacement, as the procedure was completed at that point. No patient consequences were reported.